Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: the pt's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for an "avaulta anterior". Additional information from importer report: (B)(6) 2012, brand name: avaulta anterior biosynthetic support system, catalog # 486010, (B)(6).